Event description:
During a follow up call on (B)(4) 2010, the facility nurse reported the patient has had a reoccurrence of peritonitis on (B)(6) 2010. The patient was hospitalized on (B)(6) 2010. The effluent was cultured and a cell count and gram stain were performed. The culture indicated a fungal peritonitis. The results of the cell count and gram stain are unknown. The patient was treated with unknown antibiotics. The patient remains hospitalized at this time. The peritoneal dialysis catheter was removed on (B)(6) 2010 and the patient has been placed on hemodialysis. The nurse indicated it is unknown what caused the fungal peritonitis, however, no baxter products or devices reportedly caused the event. There was no breach of sterile technique by the patient. The patient outcome is improved.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation will be performed.